Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited loss of capture and inappropriate sensing. Lead imaging confirmed that the lead had dislodged into the right ventricle. On (B)(6) 2015, the lead was explanted and replaced without issue. The patient was in stable condition post procedure. The patient would continue to be monitored.